Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 06apr2023. H6: investigation summary: it was reported there is a potential issue in the syringe tip. To aid in the investigation, four samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 10x magnification. The luer thread shows some signs of being worn which is induced when the syringe luer is connected to a device. No other defects or imperfections were observed. No additional testing could be performed as the samples are contaminated with blood at the luer area. A device history record review was completed for provided material number 301035, lot 9262334. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that the luers of 21 bd¿ luer-lok syringes had small defects in the threads that made them difficult to connect to the valve. The following information was provided by the initial reporter, translated from spanish: "the customer is reporting 21 faulty syringes, supplied to 4 different clinics. Potential issue in the syringe¿s tip. Use of the syringe: it is part of a kit for cell regeneration. The syringe is connected to a valve to transfer blood from the syringe to a tube, and vice versa once the blood has been centrifuged. We are aware that 21 syringes out of 15,000 represents a very small percentage (0.14%). But for us it is very important, since this incident has been reproduced in the same way in 10 different professionals, and in a total of 4 clinics. So far, we have not been able to check affected syringes (we will have 4 units during the next week); but we suspect that it could be an injection problem, that there is some small defect in the thread of these syringes, and that this makes that there is not a good connection with the valve. 1. Have any leaks been observed in these units? No. 2. Have there been any known negative consequences to patients or users as a result of this event? No. The 3 scenarios that have been generated have been: medical practice has not been able to be carried out normally. In most cases, the syringe (or even the complete kit) has been changed in order to continue with the treatment. In some cases, when the patient identified problems, he/she refused to continue with the medical practice. In some cases, the patient's blood had to be re-drawn in order to apply the treatment."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the luers of 21 bd¿ luer-lok syringes had small defects in the threads that made them difficult to connect to the valve. The following information was provided by the initial reporter, translated from spanish: "the customer is reporting 21 faulty syringes, supplied to 4 different clinics. Potential issue in the syringe¿s tip... Use of the syringe: it is part of a kit for cell regeneration. The syringe is connected to a valve to transfer blood from the syringe to a tube, and vice versa once the blood has been centrifuged... We are aware that 21 syringes out of 15,000 represents a very small percentage (0.14%). But for us it is very important, since this incident has been reproduced in the same way in 10 different professionals, and in a total of 4 clinics. So far, we have not been able to check affected syringes (we will have 4 units during the next week); but we suspect that it could be an injection problem, that there is some small defect in the thread of these syringes, and that this makes that there is not a good connection with the valve... 1. Have any leaks been observed in these units? No. 2. Have there been any known negative consequences to patients or users as a result of this event? No. The 3 scenarios that have been generated have been: medical practice has not been able to be carried out normally. In most cases, the syringe (or even the complete kit) has been changed in order to continue with the treatment. In some cases, when the patient identified problems, he/she refused to continue with the medical practice. In some cases, the patient's blood had to be re-drawn in order to apply the treatment."